Manufacturer narrative:
The insulin pump was received with traces of moisture on the electronic assembly per our visual inspection. The insulin pump has minor scratched lcd window, broken belt clip slot and cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump had a moisture damage. Customer's blood glucose was unknown mg/dl. The customer stated that the device was in the pool water for 30 minutes. The customer stated that there is fluid under the lcd display. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.